Event description:
Caller reported cgm error 42, which was addressed without any adverse impact on the customer's blood glucose level. Customer service guided the caller through a complete pump reset, resolving the issue as the pump did not display the error again. The caller was able to successfully start their sensor session after the reset.